Event description:
It was reported by the patient that their device was toning and was wondering if the device needed to be replaced. Follow-up information from the clinic indicates the patient has not been seen for four years and is not responsive when the clinic has attempted to contact the patient. The patient is not active in the patient management database. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947 implantable tachy lead 2007-(B)(6), 4076 implantable pacing lead 2007-(B)(6). (B)(4).